Manufacturer narrative:
Date of event: unknown, not provided. If implanted; give date: unknown/not provided. If explanted, give date: not applicable, there is no indication the lens was explanted. Phone number: (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported of white solids in the patient¿s eye when the intraocular lens (iol) was inserted. They tried to remove the foreign substance by irrigation/aspiration (I/a), but it could not be vacuumed. Eventually the substance was taken out of the eye. The procedure was completed and no further issues reported. The doctor checked the video image and commented that the foreign substances looked like debris of a plunger. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). However, a video was returned for evaluation. The video was evaluated with sme (subject matter expert) to address the complaint issue reported: upon evaluation of the video provided by the customer, the implantation of lens was observed. During the delivery of the lens into the patient''s eye, it was observed a white solid foreign material near lens haptic. The use of I/a (irrigation/aspiration) device was observed after insertion. Based on the video it is not possible to determine the composition of the white solid foreign material. Even though this complaint is confirmed based on the video evaluation, however without the white solids it¿s not possible to determine the composition of the foreign material. Therefore, it cannot be confirmed if the white solids match any of the components or materials used during the manufacturing process. Manufacturing records review: the manufacturing records for the device were reviewed. There was no deviation and/or discrepancy found during the mrr (manufacturing record review). The manufacturing process has controls to identify and discard units with loose foreign material. The product was manufactured and released according to specification. A search in complaint system revealed that no additional complaint was received from this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.